Event description:
It was reported that during normal use, a control MRI was done during which an ¿unspecified¿ edema was observed around the lead, prompting lead removal on both sides. It was unclear if the lead/leads had been explanted at the time of the report. No further information was provided. Additional information has been requested to provide further details surrounding the event. If this information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3389-28, lot # unknown, product type lead; product ID 3389-28, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the leads were explanted due to edema. It was noted the patient was not receiving effective therapy.